Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately erratic. The patient reported blood glucose results of "10.1, 8.1, 9.2, and 8.8 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 20%. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement product(s). The patient did not have control solution for troubleshooting. The test strips were returned to lifescan and evaluated by product analysis on (B)(6) 2012. The test strips were tested and the alleged complaint could not be confirmed. However, a secondary issue was found with the tests strips where er4 was observed with control solution performance testing. At this time, the pump has not been returned to lifescan for evaluation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: an er4 message issue was observed with the evaluation of the subject test strips. However, there is no evidence that the product or alleged issue contributed to an injury.

Manufacturer narrative:
The 510 (k) # is k093745.